Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a 'mid: 14 (bg power supply) error message during the power-on self-test was confirmed during functional testing and review of the event log. The root cause of the reported complaint was a failed danfoss module. The event log review indicated multiple mid:14 errors, confirming the reported complaint. The thermogard system failed functional testing due to mid:14 displayed during the power-on self-test, confirming the reported complaint. The danfoss module was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the customer reported that the thermogard xp ivtm system (sn (B)(6) displayed a mid: 14 (bg power supply) error message during the power-on self-test. No patient involvement.